Event description:
The reporter called and alleged a malfunction with the device. The reporter stated the device was not calculating inr results correctly when compared to seconds during blood coagulation. Two pt tests were performed with results of 1.9/20.0 and 1.9/17.1. The first result was incorrect.